Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced a crimped cannula event on (B)(6) 2024. The blood glucose level of the patient was high which was treated by changing infusion set and a correction injection via multiple daily injection. Moreover, the issue occurred with one infusion set used for two days. No further information was available.